Event description:
It was reported that during use on patient, cardiosave intra-aortic balloon pump (iabp) showed system overheating on display. There was no patient harm or injury reported.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d9 (return to manufacture date). A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse successfully completed a simulated treatment with a testing catheter and trainer. Codes 60 and 77 were identified in the logs. The fse replaced the suspected power management board to address code 60 as a precaution. No physical abnormalities were observed. The unit then successfully charged the batteries. The fse replaced the scroll compressor, <100 micron muffler, 1/8 npt muffler, and the threaded probe temperature sensor to address code 77 as a precaution. Fluid was observed on the compressor gasket between the compressor body and the top. The fse replaced the vacuum tube assembly and the pressure tube assembly as they were worn. The 1/4 npt muffler was replaced as it was dirty. The fse then successfully completed a full system checkout. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne. The failure analysis and testing dept. Received the parts associated with this complaint. Power management board, pressure tube assembly, vacuum tube assembly, threaded probe temperature sensor, scroll compressor. Parts were received with a reported failure of a system over temperature, error code 60 and 77. The fat performed a visual inspection and found the parts to be in good condition. The fat installed each part individually in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. No failures or error codes could be confirmed. Retaining the parts in the failure analysis and testing department per procedure.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) displayed system overheating. The console was warm to the touch. It was also reported that the batteries were not charging. The unit was switched out to continue treatment without issue. There was no patient harm or injury reported.